Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences as this issue was found during manufacturer evaluation.

Manufacturer narrative:
This issue was found during manufacturer evaluation of a returned device.